Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and seizure ('seizures') in a 29-year-old female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ex-tobacco user, hemorrhage in pregnancy, cervical conization, laparoscopy, anemia, pap smear abnormal, diabetes, heart disease, unspecified, renal disease and post abortion haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera) and varenicline tartrate (chantix). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), tooth disorder ("dental problems/dental issues"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergic sinusitis ("allergic or hypersensitivity reaction type: sinus allergies") and depression ("psychological or psychiatric problems condition: depression"), 2 months 9 days after insertion of essure. In 2009, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), mood swings ("device: hormonal changes describe: mood swings"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit /prob"), visual impairment ("vision probs"), sleep disorder ("sleep disturbance"), arthralgia ("joint pain") and night sweats ("night sweats") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, fatigue, mood swings, arthralgia, vaginal haemorrhage and depression had resolved and the seizure, vulvovaginal pain, abdominal pain lower, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight increased, weight decreased, sleep disorder, night sweats and allergic sinusitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergic sinusitis, alopecia, arthralgia, depression, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, neoplasm, nervous system disorder, night sweats, pelvic pain, seizure, sleep disorder, tooth disorder, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdomen pain, menorrhagia, seizures, menorrhagia, fatigue, gi conditions, hair loss, dental problems/dental issues, hormonal changes, migraines, headaches, nausea, neuro condit /prob, tumors, vision probs, weight gain, weight loss. Insertion details:-there were 3 trailing coils on the left and 1 on the right. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. As per mr: x-ray hysterosalpingogram. Both essure devices were in place in the fallopian tubes. The contrast went to the proximal end of the devices but did not pass through the distal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint . We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and seizure ('seizures') in a 29-year-old female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ex-tobacco user, hemorrhage in pregnancy, cervical conization, laparoscopy, anemia, pap smear abnormal, diabetes, heart disease, unspecified, renal disease and post abortion haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera) and varenicline tartrate (chantix). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), tooth disorder ("dental problems/dental issues"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergic sinusitis ("allergic or hypersensitivity reaction type: sinus allergies") and depression ("psychological or psychiatric problems condition: depression"), 2 months 9 days after insertion of essure. In 2009, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), mood swings ("device: hormonal changes describe: mood swings"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit /prob"), visual impairment ("vision probs"), sleep disorder ("sleep disturbance"), arthralgia ("joint pain") and night sweats ("night sweats") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, fatigue, mood swings, arthralgia, vaginal haemorrhage and depression had resolved and the seizure, vulvovaginal pain, abdominal pain lower, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight increased, weight decreased, sleep disorder, night sweats and allergic sinusitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergic sinusitis, alopecia, arthralgia, depression, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, neoplasm, nervous system disorder, night sweats, pelvic pain, seizure, sleep disorder, tooth disorder, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdomen pain, menorrhagia, seizures, menorrhagia, fatigue, gi conditions, hair loss, dental problems/dental issues, hormonal changes, migraines, headaches, nausea, neuro condit /prob, tumors, vision probs, weight gain, weight loss. Insertion details:-there were 3 trailing coils on the left and 1 on the right. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-jan-2009: result: total bilateral occlusion. As per mr: x-ray hysterosalpingogram. Both essure devices were in place in the fallopian tubes. The contrast went to the proximal end of the devices but did not pass through the distal. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs and mr received-new event night sweats, vaginal bleeding, sinus allergies, and depression were added, lot number was added, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems/dental issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit /prob"), visual impairment ("vision probs"), sleep disorder ("sleep disturbance"), mood swings ("mood swings") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage, seizure, vulvovaginal pain, abdominal pain lower, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight increased, weight decreased, sleep disorder, mood swings and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neoplasm, nervous system disorder, pelvic pain, seizure, sleep disorder, tooth disorder, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdomen pain, menorrhagia, seizures, menorrhagia, fatigue, gi conditions, hair loss, dental problems/dental issues, hormonal changes, migraines, headaches, nausea, neuro condit /prob, tumors, vision probs, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. New events added: seizures, menorrhagia, fatigue, gi conditions, hair loss, dental problems/dental issues, hormonal changes, migraines, headaches, nausea, nuero condit /prob, tumors, vision probs, weight gain, weight loss, sleep disturbance, mood swings, joint pain. Outcome of the events pelvic pain, abdomen pain, menorrhagia were updated to recovered/resolved. Reporters and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.